Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomena 1 and 2: failure of the lamp chamber fan and clogging of the ventilation holes with dust could be confirmed. It was determined that these resulted in an increase in the internal temperature and ¿a switch of temperature to the emergency light¿ which was accompanied by a ¿delay in the procedure¿. When the temperature inside the device rises above the specified level, the temperature switch is turned off, the power supply to the lamp is turned off (the lamp is switched to the emergency lamp), and a warning sound is issued. (Refer to clv-190 technical guide [4 specifications¿4-7 safety], [chapter 8 inspection¿2-9 check of thermal sw operation].) Additionally, phenomenon 7: failure of the lamp chamber fan was confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The clv-190 instruction manual (drawing no.:gt7243) identifies the following related verbiage which could have prevented the phenomena: ¿[important information ¿ please read before use]. Avoid using the light source in a dusty environment. This may damage the light source.¿ ¿[3.3 installation of equipment]: ·keep the ventilation grills of the light source clear. The ventilation grills are located on the rear panels. Blockage can cause overheating and equipment damage. ·clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed due to a faulty lamp housing fan and a clogged air vent. There was also a bad scope socket with debris inside. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available. This report is related to and linked to the following patient identifiers and submitted medwatches: (B)(6).

Event description:
The customer reported to olympus, that the emergency lamp kept turning on while using the evis exera iii xenon light source. The issue occurred during the diagnostic procedure (colonoscopy) and there was a 5 to 10 minute delay. The procedure was completed with the same set of equipment. There was no patient harm associated with the event. This case falls under the event date (B)(6) 2023, same problem has occurred multiple times, (complaint: 1/6). .